Event description:
It was reported that an ilet user experienced recurrent hypoglycemia and hyperglycemia after pump disconnection during a hospitalization for sepsis and subsequent reconnection, with the pump reportedly resetting and operating in the learning phase while meals were not announced, leading to pump-driven correction boluses and perceived excessive insulin delivery. Symptoms included low blood glucose requiring treatment with oral carbohydrates and episodes of elevated blood glucose that trended down with automated corrections. Outcomes included user self-treatment with juice and snacks and stabilization without reported injury. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed that incorrect system learning due to unannounced meals and interrupted therapy likely contributed to inappropriate insulin dosing, with no specific device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to use conditions during system learning and recovery from interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.